Event description:
Same case as 6000093-2004-01056. It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesions being treated were located in the mildly calcified, slightly tortuous left anterior descending (lad) artery. The physician first pre-dilated the mid right coronary artery (rca) with an nc stormer 3.5x16 mm balloon at 10 atms for 40 and 10 seconds and placed a cypher 3.5 x 28 mm stent. He changed the guide cath to an 8f cordis and direct stented a taxus express2 8.8% 2.75 x 32 mm drug eluting stent distally in the mid lad, deployed at 11 atm for 20 seconds. The physician then implatned a taxus express2 2.75 x 12 mm stent proximal to the first taxus stent. The physician had difficulty removing the balloons. The vessel was post-dilated proximal to the stent with an nc stormer 2.75 x 11 mm balloon with inflations to 10 atm, 16 atm and 20 atm. The guide was deep seated and wire placement was lost. A .014 cougar xt wire was placed and an nc stormer 3.0 x 11 mm balloon was used to inflate the vessel proximal to the first stent at 22 atm for 25 seconds. Heparin, integrilin and nitroglycerin were given during the procedure. No pt complications were reported.